Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: one sealed 3ml safetyglide combo package was received, confirmed to be from batch #9255272 (p/n 305904). The needle was taken out of the package and evaluated using the cannula length gauge. The needle cannula length was confirmed to be 1¿. This is incorrect for this product 305904, which is 5/8¿. A probable root causes is line clearance not performed properly, leaving 1¿ needles from previous batch at the machine that ended up being introduced into the complaint batch. Additional procedure clarification will be made to the line clearance form to address ambiguity identified with verifying needle bag clearance. Corrective and preventative action, CAPA#79055, was opened to investigate DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that 6 syringes 3ml ll w/ndl sftygld 25x5/8 rb experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no.: 305904 batch no.: 9255272 needle was packaged as a 5/8" needle. This occurred in approx 6 out of 50 needles in the box. Can we please log this concern form in. It seems we are getting mfg and lot numbers with some needles that are incorrect. They are actually 1 inch when supposed to be 5/8th in.

Manufacturer narrative:
Medical device type: an additional product code applies as fmi. PMA/510(k)#: an additional PMA/510(k)# applies to this device as k951254. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 syringes 3ml ll w/ndl sftygld 25x5/8 rb experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no.: 305904 batch no.: 9255272. Needle was packaged as a 5/8" needle. This occurred in approx 6 out of 50 needles in the box. Can we please log this concern form in. It seems we are getting mfg and lot numbers with some needles that are incorrect. They are actually 1 inch when supposed to be 5/8th in.